Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -15.00 diopter, implantable collamer lens was implanted upside down into the patient's right eye (od) on (B)(6) 2022.the lens was implanted, removed and replaced intraoperatively and the problem resolved. It was reported that the lens was damaged upon removal. In the reporters opinion the cause of this event was the device.